Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. This subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 68 percent remaining to 14 percent remaining 5 months later. Analysis of device memory confirmed the device was exhibiting premature battery depletion (pbd) due to a high power consumption condition and device replacement was recommended. Device replacement has been scheduled for a future date. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is not included in the emblem s-ICD premature depletion advisory population.